Event description:
It was reported that an unknown disposal device generated a leak during patient use. The reporter stated, "the line leaked on a flush before an infusion. It was running at 500ml/hr with normal saline (n/s) in the line". The event occurred during priming. No medication was being used with this product. The product was not contaminated or contained a biohazard or chemotherapeutic agent. Someone became aware of the issue when the nurse noticed the leak. The product was not reprocessed or re-sterilized before use. Sample is available for investigation and the account manager mentioned as stated "sample is awaiting retrieval. Have only been given the batch number at this point; 26080". A sample picture is not provided. There was patient involvement, no patient harm, unknown delay in therapy, and no one was harmed as a result of the reported event.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.